Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: an evlt procedure was performed successfully on the patient's gvs. The fiber was withdrawn in order to treat the patient's second vein. When loading the fiber into the catheter, it was noted the gold tip of the fiber had fractured off. The tip was found to be on the table. The device was set aside and the procedure was completed with a new of the same device. There was no harm or injury to the patient as the tip did not detach inside of the patient. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch fiber. A visual review of the fiber noted that the gold tip tube had detached from the fiber. Angiodynamics' manufacturing engineer for this product family performed a device evaluation on the returned fiber. It was confirmed the fiber had been manufactured correctly as evidenced by proper crimp marks on the tube tip and adhesive present. The customer reported complaint description of the gold tip detaching is confirmed. A definitive root cause for the event cannot be determined, however, it does not appear to be manufacturing related. A possible contributing factor could be due to mishandling of the fiber by the end user during the ablation of the gsv. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "precaution: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20 cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).